Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the ivtm thermogard system (sn: (B)(4)) suddenly powered down" was confirmed based on the review of the event logs but was not confirmed during subsequent functional testing. The on-site hospital biomedical engineer suspected that the root cause of the reported sudden shutdown of the system was that the ac power cord had become disconnected unintentionally by the on-duty nurse during the patient treatment. Upon visual inspection, no physical damages were observed on the console. During the review of the event logs, one tcmid:08 (coolant temp low) error message was observed to have occurred around the customer's reported event date, unrelated to the reported complaint. Following this, the system was quickly powered off and on, which caused the console to display mid:14 (bg power supply) and mid:16 (software) error messages, as there was not enough time for the system to reset. Following a discussion with the on-site hospital biomedical engineer, the root cause of the unexpected system power off was that the on-duty nurse may have unintentionally kicked the ac power cord and caused it to be dislodged or disconnected. The thermogard xp ivtm system passed the functional testing performed by the zoll service engineer without any fault or error, and the reported complaint could not be replicated. Following service, the thermogard console passed all testing criteria.

Event description:
During treatment, the ivtm thermogard system (sn: (B)(4)) suddenly powered down. Another thermogard console was used to complete the treatment. No consequences or impact to the patient.